Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. The patient reported that for the last week or two, their handset had been 'slowing down' when trying to connect to the pump for a bolus. Patient mentioned 6 months ago they had a pain pump replacement and '6 months later, it wouldn't work.' When agent attempted to inquire event date, patient stated 'in the last week or 2 - it was really fast after they deleted it last time and it has slowly gotten slower.' Patient later appeared to say the issue had been going on 'for a few weeks' but patient was difficult to understand throughout call. Agent assisted the patient in clearing data from the app.